Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the sensor cannula/ introducer needle break. Customer's blood glucose at time of incident was 137 mg/dl. Customer stated that the needle guard was stuck inside of inserter and when pulling sensor free needle was broken. Customer was advised to return sensor and shipped replacement sensor.